Event description:
It was reported that the patient presented due to receiving therapy from their implantable cardioverter defibrillator (ICD). A remote monitor report was send in which the information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) due to increased sensing integrity counter (sic), multiple vt non-sustained episode, and oversensing noise. A lead fracture is suspected. The lead has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.